Event description:
During evaluation of a returned spectrum pump, the device turned on but had no display output. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device was turning on but had no display output. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be defective front panel printed circuit board assembly (pcba) which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.